Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt's seizures were almost constant. Treating neurologist suspected generator end of service, but had not performed device diagnostic testing to confirm. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.